Event description:
In the operating room, the customer noticed that the instrument had skipped the warm-up stage and called il technical service. It was determined by il technical service that the instrument was loaded with mfg software, not the appropriate system software. There is no evidence to date that there was any adverse event related to this software malfunction. The situation is currently under investigation. A f/u report will be submitted.